Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently occasionally rarely between (B)(6) 2026 the wearable was inserted into the arm. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The patient reported experiencing a headache, thirst, hunger, dizziness, and nausea. The cgm displayed a low reading, while a bg measurement showed a value of 423 mg/dl. The patient¿s spouse administered insulin in response. The patient declined to provide additional information, citing a scheduled appointment elsewhere. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently occasionally rarely between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2026, it was reported that at around 6:40pm, the patient's dexcom app and dexcom receiver provided an alert for egv low. She took 4 glucose tablets but the egv remained low even after taking medicine. At 10:00 pm her husband who was sleeping, had woken up due to the alert and she was advised to prick her finger by her husband. Her bg fs was showing 423mg/dl and the patient did calibrate the sensor. No mention if she treated the hyperglycemia. At 5am on 01/06/2026, she and her husband woke up with an alert of low again. She did check her blood sugar using a glucometer and it was showing 434mg/dl. She administered insulin. At the time of the call, there was no symptoms mentioned. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At 5am on 01/06, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.